Manufacturer narrative:
The technician found the ground pin missing from the power cord plug. The technician replaced the power cord to repair the bed.

Event description:
Info received indicates the ground loss warning light is on.